Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 514 mg/dl. Customer treated their high blood glucose via manual injection. Customer declined to troubleshoot for high blood glucose levels. Customer experienced issues with the no delivery alarm and changed out their infusion set.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.